Event description:
On 6/3/88 the ipp device was implanted. On 9/20/94 the connectors were revised. On 7/31/97 the cylinders were removed from the pt and replaced due to fluid loss - dacron sleeve on left cylinder ruptured - aneurysm of silicone ruptured.